Event description:
It was reported that the user received an ¿infusion set expired¿ alert after changing the infusion set, and the agent instructed the user to dismiss the alert and refill the cannula, which completed successfully and cleared the notification. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method, associated with the user interface of the system. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.